Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The manufacturing evaluation is in process. Images are requested for evaluation.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. Device not returned. Device remains in patient. Images are requested for evaluation.

Event description:
On (B)(6) 2014 the patient returned to the hospital where an occlusion of the medical device was observed. The patient underwent a thrombolysis again for two days with a good result.

Event description:
On (B)(6) 2014, angiography revealed thrombus in the patient¿s artery. A thrombolysis was performed for 24 hours to treat the occluded artery. No further thrombus was observed within the artery. On (B)(6) 2014, a gore viabahn endoprosthesis was advanced to the diseased lesion and was implanted successfully with no complications or concerns. On (B)(6) 2014, the patient returned to the hospital with an acutely ischemic leg. Angiography showed an occlusion of the implanted medical device. The patient underwent a thrombolysis again for two days with a good result.